Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.

Event description:
"Dr used 12x100 fios for his first stick on a gastric bypass, and upon insertion of the distal tip of the obturator, he hit the bowel causing a minor injury, which he repaired with a suture. He continued the case without incident. He repaired the bowel injury with a suture but there was not a "malfunction" of the product.